Event description:
It is reported that the pt was revised for an unk reason.

Manufacturer narrative:
Initial operative and interim articular surface exchange notes were provided. The initial notes were reviewed with no complications noted. The articular surface exchange notes state the knee was taken through range of motion and found to have good range and stability with good patellar tracking. Only low resolution x-rays have been provided, and no info can be gleaned from them. Rehabilitation protocol and adherence thereto is unk. A definitive root cause cannot be determined with the info provided. The device history records were reviewed, indicating the devices were manufactured, inspected, and packaged to specifications.